Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was alerted and a spike in impedance and undefined high impedance were noted on the epicardial (left ventricular) (lv) lead. It was further noted x-ray suggested the epicardial and right ventricular (rv) lead may have pulled back. A possible no capture issue was also noted on the epicardial lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Concomitant medical products: product ID: 6935m62, serial# (B)(4), implanted: (B)(6) 2018, if information is provided in the future, a supplemental report will be issued.